Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient's ipg site developed wound dehiscence. The pocket was cleaned and closed up. There have been no reports of further complications regarding this event.